Event description:
It was reported that a patient underwent and unknown spinal procedure. At an unknown time post-op, the patient underwent a revision surgery to remove a broken screw. "The screw was broken in the middle and impossible to remove the distal half. Two level construct, l4 - l5 - s1, with capstone as tlif in the 2 levels. The broken screw was at s1. The upper part of the screw was removed, another screw was implanted with a pre-bended rod to close the construct". No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms screw breakage approximately ~4-5 threads from bone screw head. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Significant damage and/or smearing noted to all fracture surfaces. The lower broken portion of the bone screw is consistent with explantation. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the origin of initial fracture propagation as noted, as well as increased material disruption, and river lines, starting approximately ~30% of the way through the cross-sectional area of the bone screw, followed by additional cyclic fatigue striations until ultimate failure. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. Unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
A review of radiographic images shows a single lateral view of an l4 to s1 pedicle screw construct with capstone spacers at l4 and l5. The photo was taken inter operatively and appears to show a single rod in place with retractors remaining in the wound. In addition, it appears there is about one half of the threaded portion of a screw remaining within the s1 pedicle that they have navigated around in putting in the new screws. At the stage of this photo, only one rod is in place and three of the screws are not associated with a rod at all.